Event description:
Procedure type: c-section. According to the reporter: the device pins at the tip of the hand piece came off and fell into the patient cavity. One pin was located and the other pin was not found. An x-ray was performed and the pin was still not located. The delay in or time was 15 minutes. It is not known where the second pin went.

Manufacturer narrative:
Initial report sent: 09/22/2008.